Event description:
Healthcare professional reported that the valve was abandoned during the implant procedure when he noticed bunching at the proximal suture line causing distortion of the valve leaflets. A 25 mm size fit pt annulus but the valve appeared too large. The surgeon had used horizontal stitches which may have contributed to bunching at suture line. The valve was returned for analysis.